Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an operation with a patient for osteosynthesis to secure fracture of the distal radius, the surgeon was using the va-lcp 2-column distal radius plate construct. The surgeon was using the device with the standard procedure. It was reported the doctor inserted the screw at the second column on the part of the styloid process, and the screw penetrated the plate without locking. The screw retained in the patient arm. The doctor used a guiding block during drilling and insertion of the complaint screw with fixed angle mode. As for the implant removal, if the doctor had findings of nerve disorder and a ruptured tendon, etc., the doctor was planning the removal surgery after six months. If there is no specific issue, the removal surgery will be performed one year later. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.